Event description:
Rptr indicated a vns therapy pt was having improved seizure frequency after the device was activated. The pt's settings were increased, after which the pt is experiencing an increase in seizures. The relationship of the seizures to the pt's pre-vns baseline is unk. Diagnostics were within normal limits. The physician reviewed neck x-rays and the lead appeared intact. MFR reviewed x-rays and again no anomalies were noted. Good faith attempts to obtain additional info have been unsuccessful to date.